Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Visual analysis: device photograph(s) for the device related to the reported event rupture was reviewed on june 15, 2023. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observation: red particles observed on the surface and gel of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right-side rupture. Device has been explanted and replaced.